Event description:
Surgeon was performing a stent procedure in the hybrid operating room. He inserted the bsc express ld biliary otw premounted stent system. The stent slipped off the delivery system when he was trying to insert it into the iliac artery; the stent did not deploy, and slipped into the aorta. Surgeon used an ensnare endovascular snare system to retrieve the stent. He had to perform a cut down. Surgeon was able to retrieve the stent. After the case he looked at the stent and delivery system and said that it looked ok or intact. The delivery system with the stent and information will be sent to the pathology as gross and hold and marked as a medsun review for quality department. The nurse verified this information with the attending surgeon and he said that it was correct.